Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, an ultraflex tracheobronchial stent was being placed in the right main stem of the patient's lung as a palliative measure for a malignancy. Once in position, the physician attempted to deploy the stent. Pulling the deployment suture however, would not completely release the device. The stent was only partially deployed and pulling the deployment suture further caused the device to bend. The physician removed this device and the procedure was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B)(6) 2010 ((B)(6) male; weight unknown). According to the complainant, an ultraflex tracheobronchial stent was being placed in the right main stem of the patient's lung as a palliative measure for a malignancy. Once in position, the physician attempted to deploy the stent. Pulling the deployment suture however, would not completely release the device. The stent was only partially deployed and pulling the deployment suture further caused the device to bend. The physician removed this device and the procedure was completed with a competitor's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (partial deployment).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant did not return the stent - only the delivery system was returned for analysis. Examination of the delivery system revealed a kink and a bend. No other anomalies were noted. A labeling review identified that the device was used per the ultraflex tracheobronchial directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. There have been no other similar complaints reported for this particular batch. The root cause of the deployment difficulties could not be definitively determined, though the issue may be design-related.